Event description:
It was reported that the right ventricular (rv) lead had decreasing sensing values and increasing threshold. An x-ray revealed that the rv lead had dislodged. Reprogramming was performed. It was further reported that the lead was explanted and replaced. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had decreasing sensing values and increasing threshold. An x-ray revealed that the rv lead had dislodged. Reprogramming was performed and the lead will be revised. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.